Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard g2 filter was deployed just below the lowest renal vein for a patient with pulmonary embolism. Approximately two days of post deployment, an x-ray abdomen was performed for mild ileus. The study showed that inferior vena cava filter was noted. The next day, a computed tomography of abdomen was performed for status post motorcycle accident. The study showed that a new infrarenal inferior vena cava filter was noted. Ten days later, a computed tomography of abdomen was performed to evaluate post-operative abscess. The study showed that inferior vena cava filter was noted. Eight days later, a computed tomography of abdomen was performed for history of abdominal pain. The study showed that inferior vena cava filter was noted. Two days later, a computed tomography angiography of chest was performed for thoracoabdominal aortic aneurysm. The study showed that partially visualized inferior vena cava filter. One year and three months later, computed tomography of abdomen was performed, and result showed that there was an infrarenal inferior vena caval filter present. The apex of the filter was located grossly 7 mm inferior to the left renal vein and at the level of the right renal vein. There was an approximate 15 degrees tilt of the filter where the apex breast six against the posterior left lateral aspect of the inferior vena cava. The struts appeared to perforate through the wall of the inferior vena cava by approximately 5 mm. The struts appeared to penetrate the surrounding fat and/ or adjacent muscular structures. They did not appear to penetrate vascular structures, solid viscera, or adjacent bowel. There was no fracture of the struts. The inferior vena cava was patent. There was no evidence of stenosis. Therefore the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt since the medical records state that "there was an approximate 15 degrees tilt of the filter". Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.